Event description:
It was reported that during a routine follow up high thresholds were noted when it comes to this right ventricular (rv) lead. The device was reprogrammed and another follow up was scheduled while the patient continued to be monitored. Subsequently, another follow up took place and the pacing thresholds had increased further and loss of capture was noted. A lead dislodgment was suspected and a repositioning procedure was planned. No adverse patient effects were reported. A follow up took place once again and noise was seen in some places on the rv lead as well as further increase in the pacing thresholds. The following day a repositioning procedure took place. Upon attempting to retract the helix, the helix did not move at all. The helix was finally removed with myocardium in the helix mechanism and the rv lead was taken out of the body successfully. It was suspected that this lead had microdisldoged resulting in the high pacing thresholds observation. The lead will not be returned. No additional adverse patient effects were reported.